Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-jan-2021. The most recent information was received on 22-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of metal poisoning ('metal poisoning') in a 53-year-old female patient who had essure (batch no. 829061) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2018, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), ear disorder ("otorhinolaryngology symptoms"), pharyngeal disorder ("otorhinolaryngology symptoms"), nasal disorder ("otorhinolaryngology symptoms"), neurological symptom ("neurological symptoms"), headache ("headaches"), anaemia ("severe anaemia"), malaise ("malaise"), tachycardia ("tachycardia"), musculoskeletal pain ("muscle joints"), visual impairment ("sight and skin problem"), skin disorder ("sight and skin problem"), apnoea ("apnoea"), amnesia ("memory loss"), speech disorder ("speech problem") and occipital neuralgia ("arnold's nerve"), 12 years 4 months after insertion of essure. The patient was treated with surgery (essure removal via hysterectomy salpingectomy surgery vaginal removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the metal poisoning, ear disorder, pharyngeal disorder, nasal disorder, neurological symptom, headache, anaemia, malaise, tachycardia, musculoskeletal pain, visual impairment, skin disorder, apnoea, amnesia, speech disorder and occipital neuralgia outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, apnoea, ear disorder, headache, malaise, metal poisoning, musculoskeletal pain, nasal disorder, neurological symptom, occipital neuralgia, pharyngeal disorder, skin disorder, speech disorder, tachycardia and visual impairment with essure. The reporter commented: patient's current status: sick leave. Lot number: 829061 manufacturing date: 2011/02 expiration date: 2014/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of metal poisoning ('metal poisoning') in a (B)(6) year old female patient who had essure (batch no. 829061) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2018, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required), ear disorder ("otorhinolaryngology symptoms"), pharyngeal disorder ("otorhinolaryngology symptoms"), nasal disorder ("otorhinolaryngology symptoms"), neurological symptom ("neurological symptoms"), headache ("headaches"), anaemia ("severe anaemia"), malaise ("malaise"), tachycardia ("tachycardia"), musculoskeletal pain ("muscle joints"), visual impairment ("sight and skin problem"), skin disorder ("sight and skin problem"), apnoea ("apnoea"), amnesia ("memory loss"), speech disorder ("speech problem") and occipital neuralgia ("arnold's nerve"), 12 years 4 months after insertion of essure. The patient was treated with surgery (essure removal via hysterectomy salpingectomy surgery vaginal removal on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the metal poisoning, ear disorder, pharyngeal disorder, nasal disorder, neurological symptom, headache, anaemia, malaise, tachycardia, musculoskeletal pain, visual impairment, skin disorder, apnoea, amnesia, speech disorder and occipital neuralgia outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, apnoea, ear disorder, headache, malaise, metal poisoning, musculoskeletal pain, nasal disorder, neurological symptom, occipital neuralgia, pharyngeal disorder, skin disorder, speech disorder, tachycardia and visual impairment with essure. The reporter commented: patient's current status: sick leave. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.